Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that the patient went to emergency visit due to hyperglycemia resulting from insufficient insulin delivery event on (B)(6) 2026. The patient experienced symptoms including frequent urination and nausea. The patient tested positive for ketones, which measured 0.3 mmol/l. The patient's blood glucose level at the time of hospital admission was high and was treated with insulin pen. No further information available.